Manufacturer narrative:
It was reported that the patient experienced swelling following the primary procedure. A revision surgery occurred. Review of the device history record indicates that the device was manufactured to specification. Medwatch report mw5068194 was received for this issue.

Event description:
It was reported that the patient experienced swelling following the primary procedure. A revision surgery occurred.